Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The medical personnel noted that the shock impedance has always been high but this is the first out of range impedance measurement. The patient was brougth into the office where they were unable to replicate the out of range measurement as all impedance measurements were within range. At this time the physician has opted to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.